Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Pump received error 25, problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error. Customer blood glucose value was 11 mmol/l. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer also reported that the notification light stopped flashing immediately. Troubleshooting was assisted. The insulin pump will be returned for analysis.